Event description:
Customer reported experiencing frequent and repeated altitude alerts without any apparent reason. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.